Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site had to reboot the system each time they powered on as both the mobile viewing station (mvs) and pendant screens would turn black. There was no patient involvement.

Manufacturer narrative:
H3, h6) the system was serviced in the field and it was found that the image acquisition system (ias) intermittently failed to boot completely up. The power supply was found to be out of specification so its connector was cleaned and reseated. The voltage came back into tolerance at this point. It was noted that after cleaning the voltage, it stabilized from 4.59 volts (v) to 5.16 v. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.